Event description:
(B)(4). This device has caused inflammation, weight gain, painful joints, migraines, brain fog, skin pigment issues, heavy bleeding, cramps, mood swings, insomnia, lack of energy, heartburn, constant feeling of my hands being asleep, vision issues, hair loss.